Event description:
Additional information from the consumer reported that she was not sure of the circumstances that led to the event. She was in the process of switching doctors because she moved. The step the patient took the resolve the issue was reprogramming the stimulator. She had turned it off and back on and had it set at 3.5v with very little response.

Manufacturer narrative:
(B)(4).

Event description:
The patient reports the neurostimulator doesn't seem to be working anymore as she was having just as many bladder accidents now as she did prior to implant. The patient reports no falls or traumas but states she did have two mini stroke about two years ago. The patient would consider this a sudden change in therapy/symptoms. Event date was in (B)(6) 2015. Patient does not have hcp (healthcare provider). The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding their loss of benefit. Follow up will be submitted if additional information is received.

Event description:
Additional information from the consumer indicates that she was not sure of the circumstances that led to the event, but that she did start noticing increased bladder control approximately in (B)(6) 2015. The patient noted that she has made numerous attempts to re-set the device, but that it works for controlling the urge for a short time only.